Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. The insulin pump was with a broken battery cap. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery connection was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.